Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the upper buttocks on (B)(6) 2016. Reportedly, the patient was under 2 years of age and calibration was not performed at least every 12 hours. No additional event or patient information is available. Data was provided but there were no calibrations or finger sticks to compare to cgm values. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. Labeling indicates: calibrate at least once every 12 hours. Calibrating less often than every 12 hours might cause inaccurate sensor glucose readings, consequently missing severe low (hypoglycemia) or high (hyperglycemia) alarm or alerts.